Event description:
It was reported that customer was experiencing no delivery of insulin. Customer reported that he attempted to deliver 5 units of insulin as a test, but only 1 unit delivered. Customer's blood glucose at the time was at 204 mgl/d. Troubleshooting performed showed no problem with the insertion site. Advised insulin pump will be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm or excessive no delivery alarms were noted. The insulin pump was programmed with multiple boluses and monitored. The units left in the status screen matches the units left on the reservoir. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.